Event description:
It was reported that the pt heard a "pinging sound" the last couple of days and that they felt sluggish. The device was explanted with eri. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. Evaluation summary: no anomalies found. Further review of the device memory reports indicate the device was functioning at the time of explant. Impedance values measured at that time indicate the battery wire bond connection was intact. It is believed that bending from the explant process or the application of mechanical shock after the device was removed could cause this population of bondwires to lift. Other: it was reported that the pt heard a "pinging sound" the last couple of days and that they felt sluggish. The device was explanted with eri. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device operated according to specifications.

Manufacturer narrative:
This report is based solely on device analysis. Evaluation summary: pjd185473h ema wirebond -lifted output bond wires.

Event description:
It was reported that the pt heard a "pinging sound" the last couple of days and that they felt sluggish. The device was explanted with eri. Device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.